Manufacturer narrative:
Upon receipt of additional information, it was determined that this device was reported under the incorrect manufacturer. This report should be considered void, and the event will be reported under MFR 3008650117.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during drilling for a cannulated screw, a guide pin broke. The patient retained part of the guide rod. Attempts have been made and no further information has been provided.